Event description:
An impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 67-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a high-risk surgery. While the patient was in the intensive care unit (ICU), the patient developed a hematoma at the graft site. The hematoma resolved on its own, with no intervention. Two units of packed red blood cells (prbcs) was transfused. The patient was on a heparin drip at 12u/kg/hr. The impella was noted to be shallow. The physician advanced the device under echocardiogram. Flows at 5.1l/min. Six days after impella insertion, the patient expired on support. The impella functioned at p-9 at 5.0l/min as intended. Bleeding (hematoma) is also a known risk due to the impella's anticoagulation and purge requirements. There is little information provided on the patient's clinical presentation, so there is not enough information to conclude if the impella contributed to the patient's death; however, it is important to note that patients presenting in scai stage d shock are critically ill patients with a high risk of mortality.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.